Manufacturer narrative:
On 23feb2023, a johnson & johnson (j&j) employee in argentina provided additional information translated from the pt¿s medical documents. Photo #9: rx medication (no date provided) for chlorhexidine and polyhexamethylene biguanide (phmb) every 4 hours, amphotericin, ceftazidime every 6 hours, itraconazole 100 mg 1 pill every 8 hrs, and voriconazole every 3 hours. Photo #14: rx medication (no date provided) for ceftazidime every 4 hours and gatifloxacin every 6 hours. Photo #16: rx medication (no date provided) for gatifloxacin every 6 hours and tears (aucic). Photo #19: rx medication aucic gel. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
Suspect od contact lens was discarded.

Event description:
On (B)(6) 2023, a family member called to report a patient (pt) in (B)(6) experienced redness immediately upon insertion of acuvue® 2® brand contact lenses worn for the first time in around 2021. The pt¿s condition worsened, and the pt sought medical attention. The pt¿s ¿right eye (od) was the mostly affected.¿ the pt visited an eye care professional (ecp) and was prescribed antibiotics (name and dosage not provided). The ¿treatment was lengthy.¿ the family member agreed to call back with the treatment information. On 19jan2023, additional information was received from the pt¿s family member. The pt experienced irritation and redness in od. The pt was evaluated by an ecp and was told pt ¿had some ¿corneal problems,¿ was treated with antibiotics (name and dosage not provided) and sent home.¿ the pt continued ¿to have the problem and did not get better¿ and was taken to a specialist in infectious disease who diagnosed with a ¿viral infection.¿ the pt ¿was on medication for an extended period of time, roughly 7 months.¿ the family member stated the pt will no longer be able to wear cls and reported vision loss in the od, that if left untreated ¿could have caused losing the cornea.¿ on 10feb2023, photos of medical documentation were received from the pt¿s family member. Photo #1: ophthalmologic hospital, laboratory analysis of the lenes dated (B)(6) 2021: contact lens culture, gram color: bacillus negative, giemsa color: negative. Culture results: klebsiella pneumoniae. 2nd culture result: chryseobacterium indologenes photo#2: purchase receipt la optica s.a dated (B)(6) 2020: acuvue 2 (8.7, -01.50). Photo #3: prescription (rx) medication dated (B)(6) 2020 for gatifloxacin eye drops. Photo #4: rx medication dated (B)(6) 2021 for voriconazole 1% eye drops x 5 ml 2 bottles and polyhexamethylene biguanide (phmb) 0.2% eye drops x 10 ml. Diagnosis (dx): infectious keratitis. Photo #5: rx medication dated (B)(6) 2021 for itraconazole 100 mg (x 30 comp) 4 boxes. Dx: infectious keratitis. Photo #6: rx medication dated (B)(6) 2021 for ciprofloxacin eye drops. Dx: keratitis . Photo #7: rx medication dated (B)(6) 2021 for voriconazole 1% eye drops 2 bottles 5 ml, polyhexamethylene biguanide 0.02 % (phmb) eye drops 2 bottles 5 ml, itraconazole 100 mg x 30 comp, 4 boxes. Dx: infectious keratitis. Photo #8: rx medication dated (B)(6) 2021 for voriconazole 1% eye drops. Dx: infectious keratitis. Photo #9: rx medication, (no date provided) for polyhexamethylene biguanide 0.02 % (phmb) eye drops + chlorhexidine q4hr, itraconazole 100 mg q8hr, voriconazole q3hr, 2 unreadable medications. Photo #10: rx medication dated (B)(6) 2021 for polyhexamethylene biguanide 0.02 % (phmb) eye drops. Dx: keratitis. Photo #11: rx medication dated (B)(6) 2021 for voriconazole 1% eye drops, polyhexamethylene biguanide 0.02 % (phmb) eye drops, itraconazole (x 40 comp). Dx: infectious keratitis photo #12: rx medication (no date provided) for voriconazole eye drops q4hr, polyhexamethylene biguanide (phmb) eye drops + chlorhexidine q4hr, amphotericin q4hr, itraconazole 48 hrs. Photo #13: rx medication dated (B)(6) 2021 for gatifloxacin eye drops dx: corneal abscess. Photo #14: rx medication (no date provided) for unreadable medication q4hr and gatifloxacin q4hr. Photo #15: rx medication dated (B)(6) 2021 for polyhexamethylene biguanide 0.02 % (phmb) eye drops, chlorhexidine 0.02 % eye drops. Dx: infectious keratitis. Photo #16: rx medication (no date provided) for gatifloxacin eye drops q1hr and unreadable medication q2hr. Photo #17: rx medication (no date provided) for polyhexamethylene biguanide (phmb) q3hr + ciprofloxacin q3hr. Photo #18: rx medication dated (B)(6) 2021 for polyhexamethylene biguanide 0.02 % (phmb). Dx: keratitis . Photo #19: rx medication dated (B)(6) 2020 for unreadable medication. Photo #20: rx medication (no date provided) for voriconazole q6hr, polyhexamethylene biguanide (phmb) q6hr, amphotericin q6hr, itraconazole q.d. Photo #21: rx medication, dated (B)(6) 2021 for ciprofloxacin eye drops. Dx: keratitis. Photo #22: rx medication (no date provided) for amphotericin q4hr, polyhexamethylene biguanide (phmb) eye drops + chlorhexidine q4r, fluconazole q2hr, voriconazole q2hr, itraconazole 100 mg q6hrs. Photo #26: eye clinic note dated (B)(6) 2021: dx: corneal abscess . Photo #30: medical note dated (B)(6) 2021: "pt present infectious keratitis due to the use of contact lenses in od. Prolonged treatment is urgently needed with the following: voriconazole eye drops 1% 1 gtt q2hr, polyhexamethylene biguanide 0.02 % (phmb) eye drops 1gtt q4hr, itraconazole 100 mg x (30 comp) qid. Use 2 bottles of eye drops each month and 4 boxes of 30 tablets per month. De: infectious keratitis prolonged". Photo #31: medical note dated (B)(6) 2021: tx scheme: polyhexamethylene biguanide 0.02 % (phmb) eye drops 1 gtt q4hrs, chlorhexidine 0.02 % 1gtt q4hr, voriconazole 1% 1gtt q2hrs. Use 2 bottles a month. Dx: prolonged tx of infectious keratitis. Photos of non-medical information including appointment dates and treatment facility information were also received (not included in this summary). No additional medical information has been received. The date of the pt¿s event is being recorded as (B)(6) 2020 as the initial event date is unknown. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number l003wns was produced under normal conditions. The suspect od cl was discarded. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed.